Event description:
The lab reports back to back results of 554 mg/dl on the meter compared with a laboratory result of 106 mg/dl. It is reported the patient was given 10 units of insulin based on the 554 mg/dl result. No report of an adverse event. Controls were run and in range. Return requested and replacement was sent.